Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device displayed occurrence of a vent inop alarm of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. There was no patient involvement.